Event description:
Customer reported that the insulin pump may not have been delivering insulin properly. Customer reported having a blood glucose level of 573 mg/dl prior to the call and a blood glucose level of 476 mg/dl at the time of the call. Customer reported treating the high blood glucose level with a manual injection. Troubleshooting showed that the insulin pump was functioning properly. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.